Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a varipulsetm catheter, the patient experienced a cerebral infarction. Additional information was received. The physician could not determine whether it was adhesion of blood or thrombus. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. As of (B)(6) 2025, the patient's symptoms showed some improvement, although not complete, she could move her left arm. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 06-may-2025. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed char/thrombus residues on the electrodes. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly while being deflected. Then, a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No impedance/current/voltage issues were observed. Also, an irrigation test was performed: no irrigation issues were detected. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The char/thrombus reported was confirmed based on the conditions of the electrodes. The potential cause cannot be determined as the device was working in specification in spite of the residues observed. The root cause of the adverse event remains unknown. In addition, the impedance issue reported could not be replicated. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿impedance error¿ and ¿adverse event¿ issues. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿thrombus¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus¿. -investigation findings: contamination of environment by device (c1503)/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿adhesion of blood¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char¿. Additional information was received on 14-may-2025. The symptoms exhibited immediately after the procedure. During additional review, reassessed coding. -removed prolonged hospitalization as it was coded in error. Therefore, under the 3500a initial, should not have checked b2. Is hospitalization initial/prolonged and should also have not included under h6. Health effect - impact code ¿hospitalization or prolonged hospitalization (f08)¿. In addition, added under h6. Health effect - impact code ¿recognized device or procedural complication (f15)¿. -also, reassessed under h6. Medical device problem code ¿device contamination with body fluid (a180103)¿ as the physician indicated that it could not be identified if there was adhesion of blood or thrombus on the catheter. -in addition, removed under h6. Health effect - clinical code ¿low blood pressure / hypotension (e2321)¿ as it is associated with the stroke/cva (e0133) which was already included in the 3500a initial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a varipulsetm catheter, the patient experienced a cerebral infarction. After the procedure, the patient could not move one arm. Approximately 3 hours after the procedure, the condition improved to where the arm could be moved. The physician¿s assessment regarding health hazard was severe. There was no extension of hospitalization reported. The physician¿s comment regarding the relationship between the event and the product was that the patient originally had dehydration, and during the procedure, the blood pressure decreased to around 50 at one point. Throughout the procedure, activated clotting time (act) was kept around 400-500 seconds. It was taken care to prevent air mixed in, but it is not known why the cerebral infarction occurred. The tpi of varipulsetm catheter did not respond to most electrodes. The procedure was completed without the tpi indicator. No abnormalities observed prior use of the product, but abnormalities observed during the use of the product. Additional information was received on 03-apr-2025. The current condition of the patient appeared to be improving and she could move her left hand well. As a result, tia or air embolism was highly likely, but definitive information could not be confirmed. Additional information was received on 08-apr-2025. The cerebrovascular accident/stroke was confirmed. The patient¿s symptoms have shown improvement. Twenty-three ablations. Left atrial posterior box isolation performed. Additional information was received on 16-apr-2025. Enhanced computerized tomography and MRI were conducted. As of (B)(6) 2025, the patient's symptoms showed some improvement, although not complete, she could move her left arm. The physician could not determine whether it was adhesion of blood or thrombus. The procedure was new for treatment of persistent atrial fibrillation. One catheter and one sheath were used for each. The act before and during ablation 400-500sec. The patient did not have a previous history of stroke. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case, and no thrombus was confirmed. The patient did not have any anatomical abnormalities. Additional information was received on 25-apr-2025. The physician could not determine whether it was adhesion of blood or thrombus. The physician¿s opinion on the cause of this adverse event was unknown why the cerebral infarction occurred. Tia or air embolism was highly likely, but definitive information could not be confirmed. The patient presented neurovascular symptoms. Ablation performed was pfa. The patient did not have history of stroke or have any anatomical abnormalities. Pre-ablation thrombus check was performed with no thrombus confirmed. The impedance issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable serious injury. In addition, the thrombus was also assessed as MDR reportable.

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 22-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed char/thrombus residues on the electrodes. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly while being deflected. Then, a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No impedance/current/voltage issues were observed. Also, an irrigation test was performed: no irrigation issues were detected. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The thrombus reported was confirmed based on the conditions of the electrodes. The potential cause cannot be determined as the device was working in specification in spite of the residues observed. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters, as previous investigations concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. Importantly, the mechanism for an incidence of stroke is multi-factorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).